Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead would not extend out properly after 30 turns. The physician assumed the helix was twisted and the ra lead had potentially fractured. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported. It was noted that the ra lead was purposefully cut in order to use it as a wire to implant a new ra lead.